Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was that the patient was no longer using the device. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.